Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00236. The patient ((B)(4)) is a participant in a depression study. It was reported the patient is experiencing headaches in the frontal region as well as mild pain and tenderness at the left upper side of the chest which is allegedly secondary to the surgical incision and sutures. Follow-up on this matter found that the mild pain and tenderness has reportedly resolved. With respect to the headache, analgesics were administered as treatment. The patient's condition will be evaluated at the next scheduled clinical appointment.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.